Event description:
During an arthroscopic repair procedure, the physician reportedly utilized a speedscrew knotless implant device. The physician was allegedly not able to disengage the implant from the inserter handle once it was placed in the bone hole. A new implant was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the above-referenced device was not available; therefore, a manufacturing and/or expiration date cannot be provided. The pt info was requested but not received.